Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the battery has a physical crack in it with residue. The monitor was displaying a "replace battery" message also. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The customer replaced the battery and returned the old battery to the manufacturer for disposal. No additional action will be taken at this time.